Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of device history records was not performed as the reported event was not related to a manufacturing or servicing issue. Log file analysis revealed two (2) motor start events recorded on (B)(6) 2025 at 10:28:06 and on (B)(6) 2025 at 13:42:14, in which the motor start parameters were atypical. Additionally, review of the alarm log file revealed fourteen (14) low flow alarms logged since (B)(6) 2025. The low flow alarms are additional findings unrelated to the reported event. Log file analysis revealed two (2) controller power up events with associated motor start events were logged on (B)(6) 2025 at 10:27:49 and on (B)(6) 2025 at 13:42:06. Various parameters, including time, patient ID, and pump ID were programmed prior to the first controller power-up event, indicating that the initial controller power-up event occurred during the initial programming of the controller and/or a controller exchange. The data point recorded prior to the loss of power on (B)(6) 2025 indicated that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the loss of power on (B)(6) 2025 indicated that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No a nomalies were recorded leading up to the loss of power. The controller was without power for twelve (12) seconds. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the most likely root cause of the controller power-up event can be attributed to the initial programming of the controller and/or a controller exchange. Based on risk document ation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0  d4: model #:  1420 / catalog #:  1420 / expiration date: 30-jun-2025 / serial or lot#:  (B)(6) d9: no h3: no h4: mfg date: 13-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed history of a motor start event with parameters outside of the typical range. It was also reported that the patient accidentally disconnected the controller power sources and the ventricular assist device (vad) exhibited higher than expected power on motor start. No patient symptoms, complications, injuries, deaths, illnesses, infections, or adverse outcomes were identified. No patient complications have been reported as a result of this event.